Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high rv defib coil impedance on the right ventricular (rv) lead. It was noted that historically the impedance is between 75-100 ohms. No programming changes at the time of notification to the clinic for the alert were requested by the clinic. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.